Event description:
It was reported during an lar procedure that they could not staple at all on pt's side. Additional suturing was performed. No adverse consequences to the pt. After surgery, checked xray photography. But could not find any staples. It seemed there are no staples in the cartridge from the beginning. There was no adverse pt consequence.

Manufacturer narrative:
Tracking # 455503-0. Date sent: 6/12/2006. A1,2,3,4; b6,7; d11: info was not provided. D4; h4,6: info anticipated, but unavailable at this time.